Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was returned for product evaluation. The arteriotomy locator was returned mated with hemostasis sheath along with the poly-foil pouch. No other accessory components were returned. Visual inspection revealed that the arteriotomy locator was found to be appropriately mated with the hemostasis sheath. Upon examination of the locator/sheath assembly, a bulge was observed at the blood inlet holes of the sheath. There were no anomalies noted with the transition of the sheath and locator. Then, the locator was removed from the hemosheath and it was found to be kinked at the blood inlet hole as well. No anomalies were noted to the distal tip of the locator. No other visual anomalies were noted. Dimensional testing was performed. The outer diameter of the locator was measured to be 0.090'' which was within the specification of 0.090'' +0.000''/- 0.002''. The outer diameter of the sheath was measured to be 0.116'' which was within the specification of 0.114" +/-0.005". All measurements were found to be within the manufacturer's specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the application of an off-axis force after mating them may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal locator was inserted into the insertion sheath, resistance was locator was inserted into the insertion sheath, resistance was felt, and a kink was observed in the insertion sheath. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was a percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. It is unknown whether the puncture site was proximal or distal to the inguinal ligament of the right common femoral artery. The vessel diameter was unknown. There was no health damage to the patient. There were no other devices or equipment used with the reported product.